Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control performed a visual examination of the device and observed that one of the device's battery pins was damaged. Although the reported issue was not duplicated, broken or damaged battery pins can cause an unexpected loss of power. Physio-control then replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was powering off and on by itself, even with fully charged batteries installed. The customer advised that this has occurred over a period of time; however, no specific date of event or additional details were provided. There were no specific reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control downloaded the electronic records from the device for review. Upon review of the electronic records, physio-control was able to confirm that the actual date of the event was (B)(6) 2018. As a result, section b3, date of event, has been updated accordingly. The reviewed data indicated that the device had unexpectedly lost power one (1) time during the reported event. The duration between the unexpected power off and the subsequent power on was 8 seconds. The patient ECG record indicates that the device had begun displaying a low battery warning message immediately after the device was first turned on. There were no "replace battery" messages annotated in the patient ECG record. The cause of the reported issue was not conclusively determined.

Event description:
The customer contacted physio-control to report that their device was powering off and on by itself, even with fully charged batteries installed. The customer advised that this has occurred over a period of time; however, no specific date of event or additional details were provided. There were no specific reports of patient use associated with the reported event.